Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on may 29, 2019.

Manufacturer narrative:
This report is submitted on march 04, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Explant and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Analysis summary: the device was explanted due to loss of function. Analysis found a hermetic seal failure. The conclusion from device analysis is that the loss of function was caused by moisture penetrating the hermetic seal and impacting the device function. - attachment: [143377 device analysis report reg.pdf].